Event description:
On (B)(6) 2012, it was reported that the vns patient had his device turned off as he was experiencing discomfort and a "shock". The physician reported that system diagnostics were ok and the battery is not at end of service. The patient began to have more myoclonic and atomic seizures since the vns was turned off. The patient has been referred for battery replacement. Good faith attempts for further information were made to the physician but were unsuccessful. Although surgery is likely, it has not occurred to date.

Event description:
Additional information was received on (B)(6) 2012, when the physician reported that the pain was first observed on (B)(6) 2012. The patient had complained to her mother that she felt a sharp sensation in the chest and the pain traveled around the chest and up to the neck for a few hours. The mother called the physician's office and was instructed to tape the magnet over the patient's device. The patient had a similar sensation in (B)(6) 2011, but the patient did not inform the physician of the pain. The patient was unable to tell the physician accurately if the pain was constant or with stimulation. The patient was seen in clinic on (B)(6) 2012, where the device was checked and the patient's settings were noted to be output=1.75ma/frequency=25hz/pulse width=500usec/on time=30sec/off time=1.1/magnet output=2ma/magnet on time=60sec/magnet pulse width=500usec. Diagnostics were performed which showed output=ok/lead impedance=ok/impedance value=1729ohms/eri=no. There were no medication changes or programming changes prior to the pain and no manipulation or trauma to the device. The patient's pain had resolved on (B)(6) 2012 and therefore the device was left on. However, on (B)(6) 2012, the pain returned and therefore the mother placed the magnet over the device and the patient was evaluated by neurosurgery department in the emergency room. The neurosurgeon on call felt that this was not an emergent situation and the device was disabled on (B)(6) 2012. Additional information was received on (B)(6) 2012, when it was reported that the surgeon decided to do a full revision surgery on the patient that day due to the patient's complaints of shocking. The surgeon completely removed the lead and took x-rays to confirm that there was no remaining lead. A system diagnostics test performed in the or showed output=ok/lead impedance=ok/impedance value=1312ohms/eri=no with the new vns system. The explanted products could not be returned for product analysis as the hospital does not return explanted products.

Manufacturer narrative:
Date of event; corrected data: inadvertently did not update the event date from the information that was reported on the follow-up report #1. If implanted, give date; corrected data: inadvertently listed incorrect implant date on initial report.